Event description:
It was reported that the system lost all functionality after a communication error occured. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.